Event description:
Patient was in office today for an image guided fusion prostate biopsy. He was positioned on the table and ultrasound probe inserted into rectum. When priming the biopsy gun, the gun did not fire. Double checked and gun still did not fire. Gun disposed of, new gun obtained and biopsy completed. There were no samples that were taken prior to the gun malfunctioning. Gun placed to the side to be returned to supplier. Mfg notified and sample sent. Manufacturer response for disposable biopsy instrument, bard maxcore disposable biopsy instrument (per site reporter).